Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing after the sensor was removed from the body. Another sensor would not calibrate. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensors will be replaced. Customer agreed to return the sensors for analysis.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. The sensor passed with accurate readings. Found remaining sensor has cannula retracted inside sensor base.